Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Three opened trocar assemblies were received. The samples were visually inspected . Two samples were found conforming and did not appear to have been used. One sample was found to be non-conforming with hub/cannula separation, and appeared to have been used. Adhesive was found inside of the hub. All three returned samples were then inspected for cannula ID and were found conforming. During assembly of the trocar product adhesive is placed inside of the hub prior to insertion of the cannula. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the trocar cannula broke during the procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.